Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex a and annex g). H4 - device mfg date: is not applicable because lot number is unknown, as it was included in the initial report. Investigation ¿ evaluation: it was reported that the basket of an ncircle tipless stone extractor would not fully retract. Prior to the extractor being used for an ureteroscopic lithotripsy (ursl) procedure, the nurse tested the device and noted that the basket would not fully retract. The device was replaced with a similar-like device to complete the procedure without difficulties. A video was provided showing that the basket could not fully retract. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One ncircle tipless stone extractor was returned for investigation in open original packaging. Basket was returned with handle in open position. Collett was tight, and male luer lock adapter was loose. Polyethylene terephthalate tubing was present. Handle actuated basket formation. One basket wire was broken at distal end. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) and complaint history search was unable to be completed due to a lack of lot information. Because adequate inspection activities have been established, cook has concluded that the device was manufactured to specification and that there is no evidence that nonconforming products exist in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precautions · do not use excessive force to manipulate this device. Damage to the device may occur. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of an ncircle tipless stone extractor would not fully retract. Prior to the extractor being used for an ureteroscopic lithotripsy (ursl) procedure, the nurse tested the device and noted that the basket would not fully retract. The device was replaced with a similar-like device to complete the procedure without difficulties. A video was provided showing that the basket could not fully retract. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1: phone number: (B)(6). G4: PMA/510(k) #: exempt. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.